Event description:
It was reported that the patient has developed a new stridor and was diagnosed with left vocal cord palsy and supraglottic swelling. No further relevant information has been received to date.